Event description:
New information received notes that the sensing of the patient's right ventricular (rv) lead dropped significantly compared to the report of the day of implant. X-ray confirmed that the rv lead was dislodged. The rv lead was explanted and replaced. The patient remained stable before and after the procedure.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture and r-wave amp variation. A complete lead was returned in one piece with the helix partially extended and clogged blood/tissue. After cleaning the lead and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The reported events of failure to capture and r-wave amp variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.

Event description:
It was reported that the patient presented to the emergency room (ER) with shortness of breath, syncope and complete heart block. Device interrogation revealed that the right ventricular (rv) lead exhibited high capture threshold resulting in loss of capture, suspected due to micro-dislodgement or electrical imbalances. Chest x-ray was performed but the findings could not be confirmed. The ventricular output was programmed to maximum and the rv lead successfully captured. The rv lead remained implanted as the threshold remained stable during a device check the following day. The patient was in stable condition.